Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose levels ranged between 216-250's mg/dl range. The occlusions were resolved by either performing infusion set site changes or complete supply changes. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion. Tandem technical support educated the customer in regards to resuming insulin deliveries after an occlusion alarm stops a bolus from completing.